Event description:
Customer reported her freestyle lite meter turned on with button pressed but did not turn on with test strip insertion. Customer also reported receiving an unknown high reading from her meter but did not take enough insulin medication based on the readings and "went into diabetic-ketoacidosis". Customer further reported losing consciousness. Paramedics were called and they treated customer with an IV, insulin and some unspecified oral medications. Customer was then transported to a health care facility where she was diagnosed with severe hyperglycemia and kept being treated with an IV, insulin and an unspecified oral medication. The customer reportedly ate food to counteract the event. There was no report of death or permanent impairment associated with this event.

Event description:
This is a report of a patient from (B)(6) who was undergoing hemodialysis using an unspecified hemodialysis solution and went into full cardiac arrest during last 8 minutes of hemodialysis. Patient was heard to have difficulty breathing when a staff member went over. The patient suffered a loss of consciousness, cardiopulmonary resuscitation (CPR) commenced, emergency responders were phoned, full resuscitation was conducted with paramedic assistance and the patient left unit unresponsive in the care of paramedics and transferred to nearest hospital for further treatment. Patient was not well over the weekend and did not disclose this prior to hemodialysis treatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter and reported test strip lot were returned and investigated. The complaint was not confirmed. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. No new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The "hi" reading reportedly received by the customer was found in the meter log on the date and time of the reported medical event. This is a final report.